Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump was found out of specification. The reported symptom of door close message was confirmed and reproduced during evaluation caused by loose hardware that secures the mechanical assembly into the front case. Separation between front case and mechanical assembly causes door to not fully close causing a door not fully latched alarm. Mechanical assembly screws were adjusted during evaluation resolving the reported symptom. Mechanical assembly screws will be adjusted to within specification during repair process.

Event description:
It was reported that a spectrum pump alarmed the door was not closed, when the door was closed. It was also reported there was no pt injury.